Manufacturer narrative:
Batch record review of lot a909 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this specific lot. The assessment is based on info available at the time of the investigation. No product was returned by customer for investigation; therefore, no root cause could be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a tubing dislodged that occurred after treatment. Name and function of complainant: same as reporter. Customer called to report tubing which dislodged from the centrifuge bowl after the procedure. Customer was attempting to transfer all the residual red cells into the treatment bag and do a manual return, and it was sluggish. Customer stated she repositioned the bags and tubing to establish flow, and when the bowl was inverted, the green line came off of the bowl. Customer did not give the manual return. Customer stated there were no leaks or alarms during the treatment. Customer stated there was not much blood on the instrument, and service was not needed. No kit was returned for investigation.